Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a scuba co-cr peripheral bare metal stent to treat a 0.5cm lesion in left iliac artery with 90% stenosis. The lesion was exhibiting severe calcification and moderate tortuosity. No abnormality noticed during inspection prior to use. Pre-dilatation was not performed. During the surgery, the guide wire passed through the lesion successfully. The physician pushed forward the sent delivery system carefully and delivered the stent. No resistance noted delivering the device to the lesion; however, during the procedure, the stent was displaced (dislodged) from the marked position under x-ray examination. The stent was removed from patient with the delivery system. Physician replaced it with another scuba stent to complete the surgery. No clinical sequelae reported. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: a visual and a tactile inspection was carried out on the device: no dry blood nor contrast agent were found in the circuit; some flattenings were found on the shaft, the stent was displaced on the catheter and some cells were slightly damaged, the balloon was found folded with unusual tailspins. Lastly, the tip was visibly damaged. During the analysis, the crossing profile of the stent was measured and it was 2.25mm (out of specification-damaged cells).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.